Event description:
Caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the caller was advised on the steps to follow upon receiving the replacement. Additionally, the caller would receive a pump with updated software and was instructed on return procedures for the problematic pump. There was no backup therapy available, so the caller planned to contact their healthcare provider.